Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, non-sustained oversensing due to post paced t wave oversensing was noted on the patient' device. Patient was asymptomatic. Programming changes were discussed. Further information was requested but not yet available.

Event description:
New information received notes that the patient presented to clinic and programming changes were made. The post paced t wave oversensing was resolved with programming changes and no further episodes were noted following the changes. The patient was stable.

Event description:
New information received notes that post paced t wave oversensing was again noted on the patient's device. Programming changes were discussed. The patient was stable.